Event description:
It was reported that, "pt. Underwent femoral rodding in 2006, reduction appeared satisfactory, no complications on exam and x-ray three months later, distal most proximal screw appears bent or broken. Patient, has gained 100 lbs since accident and when advised on same day, to remove screws, patient did not return to office until the following year. Suggest collapse of fx. When patient became overly weight bearing." Patient was revised.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information become available and supplemental report will be issued.